Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158, serial/lot #: unknown. A manufacture representative went to the site to inspect the system. The x-stage cover was replaced and the issue resolved. No parts have been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system had a damaged x-stage cover; it was grinding on the front right caster. There was no patient present when this issue was identified.